Manufacturer narrative:
(B)(4) - initial MDR submission. The sample for this complaint is not available. If any further information becomes available, a follow up report will be filed. (B)(4).

Event description:
¿When trying to sit the needle after collection in the pink safety device, it does not fit properly because the locking clasp component was missing and therefore it was a hazard to staff due to the needle not fitting nicely and securely¿ after collection, you are to put the contaminated needle into the fluorescent pink ¿holder¿. It¿s a safety device. But since the locking clasp was missing, it didn¿t fit snugly, so it was ¿wobbly¿.

Manufacturer narrative:
Unfortunately, a sample was not available for evaluation. However, the device history record for the lot reported was evaluated and it was noticed upon the review that the component that was reported as missing was not registered in the assembly instructions. A corrective and preventative action plan was initiated to determine the root cause of the missing component. The assembly instructions were updated to include the missing component. In addition, a visual aid was implemented to help assist with the assembly of this product to ensure all components are assembled. A recall was initiated for this issue under recall number z-2713-2016.